Manufacturer narrative:
The investigation has determined that lower than expected sodium (na+) results were obtained from a non-vitros mas quality control fluid using vitros chemistry products na+ slides lot 4240-1057-0092 on a vitros 5600 integrated system. The assignable cause of the event is a suboptimal calibration caused by an instrument related issue. The parameters of the calibration were atypical compared to the database values. Furthermore, multiple condition codes posted on the vitros 5600 system around the time of the event. In addition, historical quality control results from the instrument were imprecise. The customer had discovered fluid build-up present within and at the ends of the erf metering tubing of the vitros 5600 system. The customer replaced the erf metering tubing, erf tip, and erf reservoir. Additionally, an ortho fe visited the site and performed the annual pm maintenance on the instrument and replaced the erf carrier, fs tubing, washer cams and ir wash cam. Following service actions and a new calibration, qc results returned to within expectations. The customer no longer had any inventory of vitros na+ lot 4240-1057-0092 post service and further troubleshooting was no longer possible using this reagent lot. Therefore, an issue related to the performance of vitros na+ lot 4240-1057-0092 could not be entirely ruled out. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4240-1057-0092. (B)(4).

Event description:
The investigation has determined that lower than expected sodium (na+) results were obtained from a non-vitros mas quality control fluid using vitros chemistry products na+ slides lot 4240-1057-0092 on a vitros 5600 integrated system. Mas lot chu2210 l1 results of 137.7, 130.1 and 135.7 mmol/l vs the expected result of 155.5 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).